Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the pump was leaking near the blue piece closest to the pump. The pump also leaked at the closed system transfer device. There was patient involvement, and no patient harm/adverse event reported.